Event description:
Medical record was received. The sapien 3 ultra was successfully implanted within the aortic position. Post-procedure, a new left bundle branch block (lbbb) was identified without evidence of advanced heart block on mobile cardiac outpatient telemetry (mcot). However, a permanent pacemaker was implanted 27 days post-tavr for late heart block. A transthoracic echocardiogram demonstrated a well-seated tavr valve with a mean gradient of 15 mmhg. Per progress note, "every heart test since valve appears to be good". The patient is doing well but reports persistent visual disturbances and intermittent lightheadedness, likely multifactorial in etiology given the history of subarachnoid hemorrhage and hyponatremia prior to tavr procedure. A neurology referral has been made per patient request. Follow-up is planned at the valve clinic in one year, including repeat echocardiography.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information based on the medical record received. Additional information has been added to the following sections of this report: b5, b7, g2, and additional code added to h6 type of investigation.

Event description:
As reported by edwards lifesciences patient support, a call was received from a care advocate on behalf of a patient who was implanted with a sapien 3 ultra in the aortic position. Additional history provided was that the patient required pacemaker implantation 27 days post tavr due to irregular heartbeat. Patient followed up with cardiologist, and their echo recorded the valve being "perfectly fine".

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias and conduction system defects which may or may not require a permanent pacemaker implantation are potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, bioprosthetic heart valves, and the overall transcatheter valve replacement (tvr) procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the tvr procedure. According to the literature review, and as documented in ew clinical technical summary for complaints, conduction disturbances/ heart block, atrioventricular conduction disturbances after tvr are associated with many patient related and procedural related factors, including pre-operative comorbid status, the degree, and bulkiness of annular calcification, interventricular septal thickness, history of electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional aortic valve replacement (avr), where there may be localized trauma due to decalcification of the annulus and suture placement in the proximity of the atrioventricular (av) node or the bundles, the transcatheter heart valve may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tvr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the limited information available, the exact cause of the reported irregular heartbeat requiring pacemaker implant is unknown but may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.